Manufacturer narrative:
The device appears to have been correctly sized and deployed although an initially higher placement in the aorta may have provided more stable anatomy. The diameter was at, or possibly slightly below the lower treatable limit for the device. In the intervening four years since implantation, the aorta (and the iliac seal zones) have expanded to have the same diameter as the unconstrained implants. (Malas mb, jordan wd, cooper ma, qazi u, beck aw, belkin m, robinson w, 2015) showed that, in common with other self-expanding grafts, the aorta expands in diameter after implantation of aorfix. The authors find that in the first three post-operative years, the aorta expand to a point that the stent graft loses approximately half of its oversizing. (Monahan, chuter, reilly, rapp, & hiramoto, 2010) show that with the zenith graft, oversizing tends to 0% 5 to 6 years post implantation. The arterial dilation that has taken place in the case under discussion is of a similar order to that described in the literature identified but could potentially have occurred rather more quickly. The presence of fracture just above the flow divider has been identified in the ide study of the gore excluder and was a notorious problem in the medtronic aneurx product. One general cause is that the flow divider constrains the implant to have a cross section with a 2:1 aspect ratio. Blood pressure within the device is uniform in all directions and endeavours in every cardiac cycle to force the stent graft to have a circular cross section, causing large movement and cyclic fatigue. The aorfix was designed so that the flow divider is formed without non-circular components and showed no tendency to fail in that location during invitro tests. Fractures that have occurred clinically with aorfix have generally been in a similar region and root causes have been identified as pressurisation of the sac causing partial collapse of the stent graft during systole (this situation requires that the sac pressure is between the systolic and diastolic arterial pressures and occurs in the presence of an endoleak) or inadequate ballooning leading to a lack of apposition between the graft fabric and the support wires. This does not appear to be the case in this patient. It is assumed that the patient received annual follow-ups and that fractures were not seen in previous years. It is likely that the endoleak mentioned in the mhra report first started during the last 12 months and that this caused sac pressurisation leading to greater motion and wire fracture. It is hard to speculate what type of endoleak is present; it does not appear to be a type iii consequent to wire fracture and there does not appear to be a type ia or ib endoleak. Most probably the cause is collateral flow or pressurisation from lumbar, inferior mesenteric or median sacral vessels if present. It appears that despite fracture of three distal aortic stent rings, this stent graft is intact and has intact proximal and distal seals which cause the blood flow to be excluded from the aneurysm sac. There appears to be no gain to be made in explanting the device other than to investigate the source of the endoleak.

Event description:
Main body of the evar graft has disintegrated - several of the metal rings have broken. Device is still in the patient who has an endoleak, possibly due to the device disintegration.